Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17087.

Manufacturer narrative:
H10: the device was not in clinical use at the time the issue occurred. There was no report of patient/user harm.

Event description:
Philips received a complaint from customer biomed, reporting an issue requiring a battery replacement on a v60 ventilator. It is not known whether the device was in clinical use at the time the issue occurred. There was no report of patient/user harm. A manufacturers product support engineer (pse) reported the issue experienced by the customer was when the unit was powered on to vent, the screen was red and displayed a check vent message. The issue was determined to be due to the usage of 3rd party aftermarket batteries. The pse replaced the battery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.